Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the drill bit broke during a clavicle surgery. It is suspected that the angle of drilling was wrong and hit bone or metal and drill bit broke. The broken part of the drill bit was left inside patient. The patient is well and has recovered from the surgery. Concomitant device: unknown powered drivers/handpieces (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).